Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device was leaking before use. The device had been filled with 6000 milligrams cephazolin when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual inspection was performed. The reported condition of a leak was confirmed. The root cause was determined to be broken tubing. This device is a single use device and was discarded. A follow up report will be submitted if additional information becomes available.